Event description:
It was reported that during surgery the bumper cracked.

Manufacturer narrative:
It was identified that this part number has not caused any previous serious injury nor malfunction, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The stated failure mode was confirmed through a visual inspection of the returned item that the femoral impactor bumper has fractured into two pieces. Both pieces were returned. This instrument was manufactured in 2015. The device exhibits signs of use and wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.